Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: on investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Investigation duplicated the complaint. The pump was opened for investigation and revealed moisture damage to the printed circuit board causing a disruption in the display screen connection.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.